Event description:
It was reported that the camera head exhibited image issue and half of the picture was cut-off. The issue was found during preparation for use/prior to sedation for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The device was returned to olympus and the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported that the camera head exhibited image issue and half of the picture was cut-off. The issue was found during preparation for use/prior to sedation for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of half image cut off was confirmed due to a bad ccd. Based on the results of the investigation, the most likely cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.